Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with normal operating currents and no unexpected battery alarm was noted. No display anomaly or moisture damage to the electronics, motor, battery tube or vibrator assembly was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches to the display and reservoir windows, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker. (B)(4).

Event description:
The customer reported via telephone call that the buttons were unresponsive and that the insulin pump alarmed for a battery out limit alarm. The numbers on the display began to scroll without input during a bolus and the customer changed the battery in order to resolve the issue, and the insulin pump alarmed for battery out limit. The blood glucose reading was 130 mg/dl. The customer reported working in a boiler room with extreme heat. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.